Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was treated with .55 cc of juvéderm® ultra. During the procedure, the injector saw a bruise forming on the bottom lip. The hcp stopped injecting and had the patient apply heat and wait in the office. The injector decided after a while to start two rounds of hylenex. The patient sent pictures of excessive bruising on the bottom lip and chin and was afraid that there are still some occlusions happening.